Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, d8, h2, h3, h4, h6, and h11 olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2026 sampling from: auxiliary channel cfu: 1 cfu bacterial identification: kocuria palustris sampling from: instrument channel cfu: 30 cfu bacterial identification: bacillus licheniformis, cellulosimicrobium cellulans sampling from: suction channel cfu: 33 cfu bacterial identification: staphylococcus epidermidis, cellulosimicrobium cellulans sampling date: (B)(6) 2026 sampling from: air/water channel cfu: 1 cfu bacterial identification: peribacillus sp sampling from: auxiliary channel cfu: <1 cfu bacterial identification: n/a sampling from: instrument channel cfu: 55 cfu bacterial identification: moraxella sp sampling from: suction channel cfu: 45 cfu bacterial identification: cellulosimicrobium sp, psychrobacillus sp sampling date:(B)(6) 2026 sampling from: auxiliary channel cfu: <1 cfu bacterial identification: n/a sampling from: instrument channel cfu: 3 cfu bacterial identification: bacillus species, paenibacillus humicus sampling from: suction channel cfu: 1 cfu bacterial identification: bacillus species the device was evaluated where an additional reportable malfunction was noted where foreign material remained in the air/water cylinder, suction cylinder, air/water tube, channel tube, and jet tube. The foreign material and the root cause of why it remained could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of rhodotorula mucilaginosa and 20 cfus of cellulosimicrobium spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.